Manufacturer narrative:
Investigation pending.

Event description:
On january 31, 2022 the customer reported the following event: a patient presented to the facility on (B)(6) 2022 with abdominal and chest pain. At 11:05am the patient whole blood was tested on triage and tni resulted = 0.13ng/ml (triage meter sn (B)(4)). Patient transferred to ER. At 2:02pm, customer received call from the ER that patients tni was normal (method unknown). Customer immediately took patients 11:05 draw, spun down to plasma and tested on an alternate triage meter, sn (B)(4), tni <0.05. Customer tested plasma sample on triage meter that gave positive tni result and tni was 0.08. EKG, bnp, d-dimer, chest x-ray all reported normal site uses a triage tni cut-off of 0.05. Customer has since discontinued using meter sn (B)(4). Customer believes patient has been discharged.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of returned and retained devices of lot number t12669n. Devices of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. Manufacturing batch records for lot t12669n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.